Manufacturer narrative:
A user facility reported, "the string became detached from the neuro sponge and the staff didn't know or couldn't find the string." The user facility also reported that there were no outcomes or injuries reported with this malfunction. Deroyal industries, inc. Requested the return of the device however it has not yet been received. A supplier corrective action request (scar) will be issued to the supplier. This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report when additional information becomes available.

Event description:
A user facility reported, "the string became detached from the neuro sponge and the staff didn't know or couldn't find the string." The user facility also reported that there were no outcomes or injuries reported with this malfunction.

Event description:
Customer confirmed they identified the product incorrectly and it was not from deroyal industries, inc. And therefore this report is not needed from deroyal.

Manufacturer narrative:
Customer confirmed they identified the product incorrectly and it was not from deroyal industries, inc. And therefore this report is not needed from deroyal. There will be no investigation as this complaint incorrectly identified product and is therefore complete at this time.